Event description:
The customer took back to back glucose readings and received results of 10 mg/dl and then around 200 mg/dl. The difference betwenn a reading of 10 mg/dl and a reading of 200 mg/dl fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.